Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a f/u report will be sent within 30 days or upon completion of the eval.

Event description:
Incident as reported: unk - "physician reported to supply chain coord that the bag broke while pulling specimen through incision. A second bag was deployed and bag broke while pulling specimen through incision."